Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had lens decentered temporally and postop vision (uncorrected 20/60, best corrected 20/40) refraction of +0.25 +0.75 150. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).